Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and two leads were added. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 s/n (B)(4): the ipg was analyzed and the complaint was not verified. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR in report date. Correction to follow-up 2 MDR in evaluation codes.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an ipg replacement procedure.